Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient wanted correct lens. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens. Additional information was received stating that the physician intended to place a particular model of the company lens in the patient's eye but instead he placed a different model of the lens (other than the planned one) in the patient's eye. Hence the lens was explanted and replaced with the planned lens. The patient is currently doing well. The physician also stated that, it would be helpful to have the packaging of the lenses look different. Changing the name and the packaging to distinguish between the lens would be helpful.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be related to customer dissatisfaction and not a product defect. Hcp has reported that a wrong iol was implanted due to similarity in packaging. IFU instructs: "examine the label on the unopened package for model, optical power, proper configuration, and expiration date". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).